Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. Review of batch file (B)(6) shows sample ending in (B)(6) with all negative wells. Visual interpretation matches the instrument. Customer used r390 with crric 221149. Review of batch file (B)(6) shows sample ending in (B)(6) with all negative wells. Visual interpretation matches the instrument. Customer used r390 with crric 221153. Review of batch file (B)(6) shows sample ending in (B)(6) with all negative wells. Visual interpretation matches the instrument. Customer used r389 with crric 221153. Cbc tube from patient was tested on this batch as well and shows negative reactions in all wells. Visual interpretation matches the instrument. Review of batch file (B)(6) shows sample ending in (B)(6) with 2+ reaction in well 1, equivocal reactions in wells 2 and 5, 3+ reaction in well 13 and negative reactions in all remaining wells. Visual interpretation matches the instrument. Customer is using crrid id211 with crric 221153. Retention sample testing: confirmed the reactivity of the fyb antigen on cell 1 of retention capture-r ready screen 3 plates lot r390 using retention anti-fyb lot 613010 and retention capture-r indicator cells lot 221153. Controls performed as expected and cell 2 was fyb positive as expected. Retention product performed as expected. Returned sample testing: performed an antibody screen on returned samples (B)(6) using retention capture- r ready screen 3 plates lot r390 and retention capture-r indicator cells lot 221153. Controls performed as expected and all returned samples were negative. Sample (B)(6) gave a negative reaction in cell 2, but the cell button was fuzzy with red cell adherence. Reproduced customer results. No product deficiency identified.

Event description:
On (B)(6) 2014 a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) (crrs 3) lot r390 on a galileo echo instrument.